Event description:
It was reported that a homechoice automated pd set with cassette disconnected from a supply bag. This occurred during dwell cycle three of five of peritoneal dialysis therapy. The patient was connected at the time. The technical service representative assisted the patient in ending therapy and the patient finished therapy with manual supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.